Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the ethicon generator alarmed and a message displayed indicating "high pressure, require replacement of instrument". The nurse removed and cleaned the instrument. The instrument was reinstalled and the equipment was restarted. After a few minutes, the blade broke. The fragment was retrieved during the operation. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for approximately a half an hour prior to the breakage. All fragment(s) were retrieved with laparoscopic instruments during the same procedure. No surgical procedures were performed to remove the fragment. No post-operative tests were require to check for remaining fragments. The surgeon was removing the instrument when the fragment broke. The surgeon did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. Broken piece, approximately 0.52" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.